Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope plus had an image issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope experienced a functional issue during use, with the image becoming inverted and the device moving freely without control, though no reversed controls or static movement were observed. There was no physical damage to the device, no missing or detached components, and nothing fell into the patient. No patient injury occurred as a result of the issue, and the procedure was completed using a backup endoscope.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope plus to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The endoscope was tested and placed on in-house system for functional testing and failed poor focus at 140mm left eye. Additional observation not reported by site: the endoscope was tested and placed on in-house system for functional testing and failed to flash error all flash errors. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The root cause for camera cables - cut -zone a is typically attributed to use, such as improper handling of the cable during use or in reprocessing. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The root cause of cable connector ¿ paddleboard mechanical damage is typically attributed to the use, such as improper reprocessing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The root cause for cable connector ¿ ic discoloration is typically attributed to component failure, such as material degradation. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The root cause of camera instrument ¿ endoscope tip damage is typically attributed to the use, such as inadvertent collisions with hard surfaces or drop of the scope. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was tested and place on an in-house system for cable testing and failed due to wahoo paddle board (wpb) defect.